Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found broken optical lenses. It was also found that the direction pin leaked, there was fiber breakage on the distal end, and minor debris under the cover lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the fiber was broken and the image was blurry. There were no reports of harm.